Event description:
It was reported the device was used during a diagnostic lap. It was reported the 512 s had a note written on the blister stating "safety switch, or red button, keep releasing without doctor being in the abdominal cavity". Rep could obtain no further info regarding the event. There was no consequence to the pt.